Manufacturer narrative:
Concomitant medical products: product ID: 506852 lead, implanted: (B)(6) 1998, 5068-45 lead implanted: 10-dec-1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to infection. The epicardial left ventricular (lv) lead was cut and capped. The patient's recent device replacement procedure was suspected to be the source of the infection. A leadless implantable pulse generator (ipg) was then implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient also had a hematoma and dehiscence of the crt-p implant wound which was noted to have never healed completely, resulting in device exposure. A wound vacuum-assisted closure (vac) was applied at the extraction. A temporary pacing lead was used for one week until the patient returned for a leadless pacemaker implant at which time the vac was replaced. Bleeding from the lateral skin edge and subcutaneous tissue was treated with cautery.